Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior fusion (th10-l2) for local kyphosis on (B)(6) 2025. During surgery, the cement leakage was confirmed in th10. In the surgery, after screw insertion into th10-l2, cement mixing was started. The viscosity of the cement was checked 10 minutes after mixing began, and the appropriate viscosity was reached in 11 minutes. The surgeon injected 1.5 cc of cement from th10 to the lower vertebrae a period of 1 minute each. First, the surgeon started the injection from the left of th10 and the right of th11. The surgeons, sales rep, etc. Checked the condition of the cement using continuous c-arm irradiation. However, since the area where the cement was leaking was at the back, the leak could not be confirmed at the time. After the cement was injected, the angle of the c-arm was changed to check, and a leak was confirmed. There was a cement leak in th10 and a small leak in th11 in the left segmental area. After the surgery, the sales rep was told by the surgeon that since there was no sign of cement moving from the location where the leak was confirmed and would be followed up. Regarding the cause of the leak, the surgeon mentioned that the patient's bone was very weak and the deformity was quite advanced, so there was a risk of leakage from the preoperative planning stage. The surgery was completed successfully without any surgical delay.